Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that threshold suspend was repeatedly activated on the insulin pump when the sensor glucose readings were much lower than the customer's blood glucose. At 1:00 pm, the customer's blood glucose was 115 mg/dl, while he received a sensor reading of 45. The sensor glucose graph was not trending in the same direction as the blood glucose at the time of the event. There were no activities that may have been connected to the event. The customer did not wish to continue with troubleshooting. Nothing further was reported.